Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
Patient has a internal fixation of left tibia. During surgery 2 drill bits broke. Drill pieces remained in the patient.